Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 26. On (B)(6) 2023, fracture of the implant was verified. The device was forwarded to the manufacturer. At the event the patient experienced: abscess and inflammation. No further patient complications were reported.